Manufacturer narrative:
December 28, 2015 11:12 am (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when the vasoview hemopro 2 with vasoshield was opened the technician noticed the jaws were not right. A replacement device was opened and used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
On (B)(6) 2016 11:49 am (gmt-5:00) added by (B)(6) ((B)(4)): the device was returned to the factory for evaluation. Signs of clinical use was observed. No blood was observed on the device. A visual inspection determined that the heater wire was flexed away from the hot jaw but remained attached at the tip. The wire remained in place at the base of the jaws. The silicone insulation on the cold jaw was peeled and detached at the tip. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed for "break jaw (peeled and bent wire)." Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when the vasoview hemopro 2 with vasoshield was opened the technician noticed the jaws were not right. A replacement device was opened and used to complete the procedure. The hospital did not report any patient effects.